Event description:
It was reported, "the dm was used for cht, withdrawal and supportive therapy. At time of infusion he presented with pain at the exit site (point of catheter insertion) pomphores and loss of infusion liquid. The event caused delay in therapy and explanation of the catheter. The patient is noted for re-implantation."

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "the dm was used for cht, withdrawal and supportive therapy. At time of infusion he presented with pain at the exit site (point of catheter insertion) pomphores and loss of infusion liquid. The event caused delay in therapy and explanation of the catheter. The patient is noted for re-implantation."